Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step during the load process multiple times. The customer was able to complete the fill the tubing after attempts. Reportedly, the customer stated experiencing a minimum fill issue after filling the cartridge with (B)(6) units of cold insulin. There was no impact to the customer's blood glucose level.